Event description:
The parents brought the child to the hospital due to recurrent infections and lack of response to sounds for 1 year. During otoscopic examination, the electrode lead was visible through the ear canal. Bland sac closure was performed during the initial surgery. Clinic is planning to do explantation and reimplantation with a new device in the opposite side.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.